Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose (bg) was 42 mg/dl. Customer required assistance giving a glucagon shot to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.